Event description:
A malfunction alarm was reported by the customer, identified by the code malf 9. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump successfully, and the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappears.